Event description:
Meter could not start the test process. Patient was unable to obtain a blood glucose reading after 5 times on one occasion. They explained that they were "low" and decided to eat candy. The patient explained that the control solution test was successful and claimed that their blood glucose testing technique was the same and they were still unable to obtain a reading. They stated that they had to go through the night without knowing their blood glucose level. No medical care was received from a health care professional. No adverse event or serious injury occurred. Patient did not include the date of the one occasion. The customer service representative walked the patient through troubleshooting steps, however, the meter had to be replaced due to an unresolved issue.